Manufacturer narrative:
Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, "insert battery", or ¿battery failed¿ errors were noted during testing; however, there are many "low battery" alerts that appear within a couple days of each other in the unit's history file. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. After visual inspection, however, there is corrosion in/around the following: pcba1--j7, j6. In summary, the "low battery" alerts are suspected to be due to the moisture damage around pcba1. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had reoccurrence of replace battery and low battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.